Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed. Technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating reprogramming was performed, however, additional episodes of post paced t wave oversensing were observed. No additional intervention has been performed at this time. The patient was stable and will continue being monitored.